Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-01891 for a description of the first device. A complaint was reported to boston scientific corporation on a gemini stone retrieval baskets used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket stopped opening and closing. A second of the same basket was used and that one also stopped opening and closing. The physician had retrieved enough stone fragments with the second basket before it malfunctioned to complete the procedure. It is unknown if there was a stone in either of the baskets when they failed to open. There were no patient complications as a result of this event.

Manufacturer narrative:
Analysis of the returned gemini stone retrieval basket revealed the basket was open when received. The basket wires were present and attached and the basket itself was bent. The sheath was detached, but remained on the wire sub-assembly. The wire sub-assembly was kinked approximately 2mm from the distal end of the handle cannula. The outer sheath was torn approximately 2mm from the distal end of the black strain relief, with signs it was buckled along each side of the tear location. Further examination noted the outer sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap indicating the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was not performed due to the torn sheath. The sheath was removed from the wire sub-assembly and during removal, the handle cannula slid out of the handle. The handle cap was removed; the cap was tight. There were obvious impressions on the pinch vise, which indicates the handle cannula was properly placed during manufacturing. The wire sub-assembly was removed, with no resistance, from the proximal end of the torn outer sheath and was found to be kinked approximately 68cm from the distal end of the handle cannula. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-01891 for a description of the first device. A complaint was reported to boston scientific corporation on a gemini stone retrieval baskets used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket stopped opening and closing. A second of the same basket was used and that one also stopped opening and closing. The physician had retrieved enough stone fragments with the second basket before it malfunctioned to complete the procedure. It is unknown if there was a stone in either of the baskets when they failed to open. There were no patient complications as a result of this event.